Event description:
The device was implanted for treatment of migraine relief. The device worked wonderfully until the lead migrated. The device system was removed three months after implantation due to a staphylococcus infection. Patient symptoms and treatment were not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.